Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5054-52 lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management trend shows threshold began rising in (B)(6) 2014 from an approximate baseline of 0.5 volts up to greater than 2.5 volts by (B)(6) 2014. Atrial lead trend shows impedance began rising in (B)(6) 2014 from approximate baseline of 600 ohms up to greater than 3000 ohms by (B)(6) 2014. Atrial bipolar lead impedance warning occurred on (B)(6) 2014 and unipolar warning on (B)(6) 20140.

Event description:
It was reported that there was an atrial lead warning. Device interrogation showed there was an increased threshold and impedance. The atrial lead impedance was also high. The device was reprogrammed. No patient complications have been reported as a result of this event.